Manufacturer narrative:
This report is being filed to provide in corrective action: implementation of the addition of a collar was completed on 06/07/2019for this device.root cause: the root cause of this failure was undetermined.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was not able to confirm the reported condition. The service technician checked the IV pole several times and was unable to replicate this event, the mechanism worked without failure. The service technician noted that there was no IV pole collar on the device. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Correction: trima field action 30 has been initiated to notify all trima users to use precaution while transporting the device and a caution statement was included in the operator's manual. Corrective action: an internal CAPA has been initiated to evaluate reports of the IV pole dropping down suddenly. Implementation of the addition of a collar for the currently field installed devices will be completed to address this issue. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima device hit her finger at the bottom of the IV pole while it was being lowered. The customer confirmed that no medical intervention was required and the operator was reported as in "good" condition. ID, age and weight of the operator of the device is available at this time.